Manufacturer narrative:
A device code was incidentally added to the initial MDR submittal for this file. Device codes should have no device code listed and the appropriate code has been added. Plant investigation results: this is a report of a patient who developed peritonitis coincident with peritoneal dialysis therapy. The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets (catalog 050-87216) shipped to this account within the selected time frame. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and the complaint could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the reported event of peritonitis. Based on the provided information, there is no documentation that shows a causal relationship between this peritonitis event and any fresenius product. A definitive cause of the patient's fullness could not be verified as treatment records were not available. There is a probable association between the reported peritonitis and the breach in aseptic technique that occurred during peritoneal dialysis therapy. Should additional new information be made available this clinical investigation will be reevaluated. The actual device was not returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon receipt of additional related information or upon completion of the plant¿s investigation.

Event description:
It was reported that a peritoneal dialysis patient experienced peritonitis coincident with peritoneal dialysis therapy. Upon follow up with a peritoneal dialysis registered nurse (pdrn), the cause of the peritonitis was reported to be an unspecified breach in aseptic technique. At the time of the peritonitis event, the patient experienced the symptoms of feeling full and draining issues. The patient was hospitalized for the event and treated with intraperitoneal vancomycin (dose, duration, and frequency unknown). After three days, the patient was discharged from the hospital. The cycler was replaced. The patient has since recovered from the event and has continued with peritoneal dialysis therapy. Additional information was requested but was unavailable.